Event description:
Same case as: 2134265-2012-01249, 2134265-2011-01200. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. Lesion 1 was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the 2nd obtuse marginal (om). The lesion was 95% stenosed, 2.25mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the bifurcated left atrioventricular (l-av). The lesion was 80% stenosed, 3.3mm in diameter and 8mm long. The lesion was predilated with placement of a 3.0x12mm taxus liberte stent. Post dilation was performed using kissing balloon technique. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient underwent intervention. The patient presented with aching and burning chest pain of 1-2 weeks. One day later, the patient was treated with placement and deployment of a 2.5x28 non-bsc drug eluting stent in the distal segment which was proximally overlapped with another 2.5x23mm non-bsc drug eluting stent. Post stent placement, the use of the intravascular ultrasound (ivus) revealed stent under-expansion which was treated with additional balloon inflation. Residual stenosis was 0%. The mid lad wast treated with predilation and placement of a 3.0x15mm non-bsc drug eluting stent. Post stent placement use of ivus revealed no complications. Residual stenosis was 0%. The event was resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).